Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rep that during a ablation of atrial tachycardia procedure, there was noise on ablation, customer changed all cables and problem persisted. Switched to another stockert generator and noise issue was resolved. Stockert will be sent for repair. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). This event is not MDR reportable and was submitted in error. Due to testing of a new system, this report was accidentally reported to the FDA as a reportable event when it is not a reportable event and only a test submission. The issue of this complaint is for noise. This event is not MDR reportable because the physician did have at least one electrocardiogram signal available to monitor patient heart rhythm, therefore the risk to the patient is low. Fan was found loose and nis and mdv were out of calibration. Fan was tightened. Nis and mdv boards were recalibrated as part of the preventative maintenance. Safety tests performed. Unit was found fully functional and is ready for use.

Manufacturer narrative:
This supplemental report is to establish this report was submitted in error and there was no serious injury associated with this event. The issue of this complaint is for noise. This event is not MDR reportable because the physician did have at least one electrocardiogram signal available to monitor patient heart rhythm, therefore the risk to the patient is low. (B)(4).